Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the "cutter could not be inserted, the device sticks and does not accept any attachments." The device was being used during surgery but no patient or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.